Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 878 mg/dl. Customer was on an intravenous drip and then was just given injections. The customer also reported physical damage to insulin pump. The customer was treated by insulin drip and injections. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the dat test at 0.08725 inches. The insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump received with minor scratched display window and case.